Event description:
It was reported that pedicle screws loosened. A patient experienced low back pain and bilateral lower extremity pain. On (B)(6) 2012, the patient underwent non segmental pedicle screw fixation at l4-l5 with matrix rods, connecting pedicle screws and caps. The approach was a right transforaminal lumbar interbody fusion (tlif) using competitor spine wave staxx peek expandable intervertebral device. Subsequently, the patient felt that there was something floating in his back. It was reported that the hardware had failed and "fell apart like scaffolding". On (B)(6) 2014, all devices were removed. It was reported that a special instrument was utilized to remove the loose pedicle screws and competitor's broken intervertebral device. It is unknown if there was a surgical delay. The patient underwent fusion of l4-l5. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).